Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system was scheduled for a magnetic resonance imaging (MRI) scan. However the pacemaker could not be placed in MRI protection mode as the right ventricular (rv) lead was programmed to unipolar mode. Further rv lead evaluation revealed high out-of-range pace impedance measurements greater than 3,000 ohms and rv non-capture at 1.7v. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system was scheduled for a magnetic resonance imaging (MRI) scan. However the pacemaker could not be placed in MRI protection mode as the right ventricular (rv) lead was programmed to unipolar mode. Further rv lead evaluation revealed high out-of-range pace impedance measurements greater than 3,000 ohms and rv non-capture at 1.7v. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that the physician elected not to proceed with the magnetic resonance imaging (MRI) scan, and will review next steps with the patient. This pacemaker system remains in service. No adverse patient effects were reported.